Event description:
During decannulation, the aortic cannula was noted to have broken off at the tip with the wire exposed (still present in aorta) and still attached with one wire strand. The aortic cannula was removed without difficulty. The main body of the cannula was outside of the aorta, but the wire was going through the purse-string into the aorta with the tip attached. The surgeon partially occluded the aorta in an effort to open the purse-string and retrieve the tip, but there was profuse bleeding. Because of the patient's left ventricular dysfunction, the decision was made to put the patient back on bypass. Once on bypass, the surgeon was able to extend the aortotomy transversely to allow a large enough opening to remove the tip of the aortic cannula. With the tip out, the surgeon inspected the intima of the aorta to be sure there was no evidence of injury or dissection, then closed the aortotomy. The surgeon states this case went smoothly prior to the event. His only thought is that possibly there was a weakness in the cannula that caused it to separate.